Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and repaired at the service center. The complaint was confirmed. Per the service manual operational and diagnostic analysis, the service center confirmed the reported issue of the press fill chamber not filling properly. Worn fingers on the pressure arm housing was replaced with the tip replacement kit as identified in the investigation to address the reported issue. The damaged console cover was also replaced, however is not attributable to the reported failure. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one similar complaint for this serialized device with the product code that was released to distribution. The fingers on the pressure arm housing can become worn with device use which can affect filling of the pump fill chamber, therefore the worn fingers are a potential root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
(B)(4). The device was received and repaired at the service center. The complaint was confirmed. Per the service manual operational and diagnostic analysis, the service center confirmed the reported issue of the press fill chamber not filling properly. Worn fingers on the pressure arm housing was replaced with the tip replacement kit as identified in the investigation to address the reported issue. The damaged console cover was also replaced, however is not attributable to the reported failure. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed a similar complaint for this serialized device with the product code that was released to distribution. The fingers on the pressure arm housing can become worn with device use which can affect filling of the pump fill chamber, therefore the worn fingers are a potential root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the fill chamber on the customer's fms vue pump was overfilling during a shoulder arthroscopy. The surgery was completed using another like device, in which case the procedure was delayed five minutes to switch out pumps. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.